Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl,. Reportedly, the cause was the customer did not successfully start their non-tandem continuous glucose monitor (cgm) sensor session, and did not know bg value. The customer attempted to resolve the issue by delivering a manual injection. Subsequently, the customer was transported by paramedics to the hospital where intravenous fluids were administered to try to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.